Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine 20 mg/ml (dose unknown) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient complained of increased pain. The physician attempted a dye study on (B)(6) 2016, but could not aspirate the catheter. The exact date the patient first started experiencing increased pain was unknown; it was after the patent's pump replacement. Regarding what may have led or contributed to the issue, it was noted as the "pump was recently replaced" (on (B)(6) 2016). A catheter revision was scheduled for (B)(6) 2016. The cause of the inability to aspirate the catheter could not be determined. The hcp opened up the pump pocket and could not identify where the obstruction was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.